Manufacturer narrative:
This product is multi sourced. Without a lot number, the manufacturer could not be identified.

Event description:
It was reported that this product is involved in an investigation of a potential injury. No further information was able to be obtained.